Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during a spine fusion procedure, the patient's leads were damaged, cut, and portions of the leads remain implanted. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Exact date of explant is unknown.

Event description:
Additional information indicates that the entire system was explanted during the spine fusion procedure on an unknown date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
A system explanted was reported to abbott. It was determined that during a spine fusion procedure, the patient's leads were damaged, cut. As a result, the entire system was explanted during the spine fusion procedure. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.